Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with all operating currents within spec and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to completely broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had battery issue. The customer blood glucose level was 266 mg/dl. The customer was assisted with troubleshooting. Customer received a low battery alert while on call and had to change battery. Customer had a failed battery test, customer inserted a battery but was not sure if battery was new or not and would call back when they did have new battery. Customer stated that the contacts were not missing or damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.